Event description:
It was reported that this pacemaker stored a ventricular episode which exhibited oversensed noise with pacing inhibition. Technical services reviewed programming and noted that automatic gain control and unipolar sensing settings were contraindicated for this device. Reprogramming options were discussed. It was also noted that two older inappropriate signal artifact monitor episodes had been stored due to what appeared to be electromagnetic interference (emi). No adverse patient effects were reported.